Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low and high blood glucose. The customer¿s blood glucose level was 44 mg/dl and over 300 mg/dl. The customer also reported sensor anomaly. The customer did not experience any symptoms of low blood glucose value. The that ring was broken. Customer was experienced symptoms such as dizzy, joint pain in wrist's and knees. Customer declined troubleshooting for low blood glucose level. The device will not be returned for analysis.